Event description:
It was reported that the shaver activated with rf in use. Rf caused interference on the tps monitor.

Manufacturer narrative:
The cord of the 12k was layed over the patient and the device which was activated was setting on an arthro cart. The shaver would come on intermittently, as if the power supply were not constant. No patient involvement. The shaver was returned for investigation. Evaluation is ongoing, once complete a follow-up report will be submitted with investigation findings.